Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump was producing a double beep alarm even though the cassette was attached. There was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in a good physical condition with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, could not be downloaded. The device was started in application, no problems found with beeping. However, the downstream sensor was replaced as a preventive measure.